Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
One photo was submitted for review. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of needle retraction failure with lot #8225868 regarding (B)(4). DHR review was performed on sub-assembly lot number 8115834. The lot number was built on afa line 4 from (B)(6) 2018 thru (B)(6) 2018. Bulk packaged on (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed (B)(4) was initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Based on the review of the submitted photo the defect needle reaction failure was confirmed. The photo displayed the white button was depressed and the needle was partially retracted, leaving the needle tip exposed. Probable root cause for this incident is indeterminate. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Event description:
It was reported that bd insyte autoguard shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.